Event description:
My (B)(6) y/o daughter uses a medtronic 670g insulin pump with sure-t infusion sets. The first set out of a new box of sure-t infusion sets must have leaked over night causing her to wake in the morning with blood glucose over 600 and high ketones. Treatment with injected insulin and hydration corrected the symptoms initially. Another infusion set from the same box was used as replacement, and a few hrs later, symptoms returned and worsened. Symptoms included altered mental status, vomiting, hyperglycemia, tachycardia and required urgent treatment in the endocrinologist office. The infusion set was wet with insulin and leaking outside the body. Medtronic was notified by telephone of the issue. An add'l infusion set from a different box and lot number was used and similar experiences were discovered, but were caught prior to any adverse health reactions. We switched to a different style infusion set.